Event description:
The hcp reported that at refill, the baclofen concentration was changed from 500 mcg/ml to 1100 mcg/ml; concentration change was not programmed. It is unclear if the patient was hospitalized at the time of this refill. The patient was sent home, but was transported back to hospital by ambulance. Specific symptoms were not reported, however, the patient was admitted to the intensive care unit and was on ventilator support. The reporter was attempting to determine if there was a clinical programming error or a device malfunction. The patient was reported to be fine.